Manufacturer narrative:
Tga adverse incident report reference no (B)(4); submitted to tga (therapeutic goods administration) by the patient. (B)(4). The complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an advantage fit system was implanted into the patient during a procedure performed on (B)(6) 2015. According to the patient, after the initial placement, the mesh has corroded and pieces have broken off and embedded in the bladder causing bladder nerve damage. In 2018, while waiting for second surgery, the patient passed out due to ongoing chronic pain, uti's and vomiting. Subsequently, the patient had two surgeries to remove the corroded tape from the bladder. After the surgical treatment, the patient continued to have ongoing uti's, chronic pain (which she reported she will have to live for the rest of her life), still has difficultly sitting or standing for long periods, nerve damage to bladder and painful bladder syndrome, increased incontinence, nausea/vomiting and brain fog.